Event description:
Report was received from the USA stating that the device had a fractured cutter; the cutter fractured during surgery. No injuries were reported to have occurred, however, it is unk if med intervention was necessary. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).